Manufacturer narrative:
Upon receipt at our (B)(6), this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. The patient did not exhibit any device-related patient symptom/condition.

Event description:
This implantable pacemaker device exhibited an increase in battery consumption. Additional information was received from the field indicating that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.